Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that they had the flu and as a result were unable to eat and had low blood glucose reading of 46 mg/dl. Customer also mentioned that there may be moisture damage because they have been sweating from the flu. Customer's most recent blood glucose reading was 77 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the device had intermittent button response due to corroded keypad traces. No button error alarms or moisture damage was noted. The insulin pump was received with a cracked case at the display window corners.